Event description:
Customer reported at 8 am, device = 391 mg/dl. Customer gave self 20 units of insulin. Customer's relative gave customer a glass of orange juice. At 8:40 am, device = 402 mg/dl. Customer called the doctor. At 9:30 am, doctor device = 149 mg/dl. Customer went home at 10:30 am and no other treatment was received. No controls were used. Device was not coded correctly. A request was made for return product and replacement product was sent.